Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient's mother called in again to provide information regarding the hospitalizations. The mother stated that the patient had been getting no delivery alarms on the pump prior to the events. The patient had been very tired, was vomiting, and the blood glucose was rising for no reason. The reported blood glucose reading was 288 mg/dl. The patient was treated with an insulin drip, and was released once the blood glucose got to normal levels. The mother stated that the hcp wanted a glucose meter to be sent to the patient as the one she was using was too old. The mother was unable to troubleshoot at the time of the call, and stated she would call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in intensive care unit twice in two weeks while using the insulin pump. The insulin pump said it was delivering insulin but it was not. Customer's blood glucose level was not reported. The device was not returned.